Manufacturer narrative:
Follow-up attempts were made on (B)(6) 2018, but we have not been successful in reaching consumer. Device history record (DHR)s were reviewed and confirmed no anomalies that may have caused or contributed to the malfunction

Event description:
Consumer reported a super absorbency tampon pledget falling apart upon removal. The tampon came from a multiple absorbency package containing regular and super absorbencies. The regular absorbency product is reported under 2381757-2018-00032. On (B)(6) 2018 consumer visited her physician for vaginal itchiness, discharge and odor and was diagnosed with a yeast infection and prescribed diflucan. On (B)(6) 2018 the consumer stated itching, swelling, and discharge were resolved; however, she now has a different brown itchy discharge.